Event description:
It was reported the customer observed "a great flash" on a one-link IV connector. It was not specified when the event occurred or if there was patient involvement. There was no patient injury or medical intervention reported. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.